Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the duodenovideoscope had a powdery hemostatic agent clogging the forceps channel from the forceps port to the distal end. This issue had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h11. The device was returned to olympus for inspection. The customer removed the hemostatic agent before sending it to olympus, but olympus's product inspection results confirmed no hemostatic agent, or foreign matter was present. Based on the results of the investigation, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: forceps elevator had a burn and adhesive around objective lens and light guide lens were peeled. The cause of burn on the forceps elevator could not be established and the cause of peeled adhesive around the objective lens and light guide lens was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.